Event description:
Patient reported that their one touch ultra meter had missing segments on the display. This issue was not resolved with troubleshooting. Pt called the paramedics since they were unable to read the result on the display. The emt meter read 120 mg/dl. They were not given any treatment. No further clinical info was provided.